Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty. Subsequently, the patient was being considered for use of the device for an unspecified reason. The patient had no known impact or consequence. Attempts have been made and no further information has been provided.